Manufacturer narrative:
The complaint was dispatched to the field service engineer (fse) department for further investigation. The fse cleaned the large and small syringe drive screws and guide rods and lubed them with tri-flow lubricant. The fse proceeded to clean the y and z guide rods,the z drive screw and lubricated them with tri-flow lubricant. A quality run (qc) run was performed and all results were within range. A couple of racks of patient samples were processed without any errors instrument is functioning as intended and was released. No further action is required by the fse. A complaint history review and service history review for similar complaints was performed for serial number (B)(4) from the (B)(6) 2017 through awareness date on the (B)(6) 2018. There were no similar complaints identified during the searched period. The g8 variant analysis mode operator's manual under chapter 6, troubleshooting, states the following: 706 syringe-l error; explanation: operation error in syringe-l. Countermeasure: inspect x1-axis. Inspect syringe-l. Execute smp.reset. The most probable cause of the reported issue was due to dirty large syringe drive screw. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
The customer reported receiving error 706 syringe-l error on their g8 instrument. The customer reported seeing black debris after removing the black cover for the sample needle. Customer cleaned the guide rail and drive screw along with the black debris found. The instrument was repowered and sample reset was performed but the error still persisted. The customer reported the error occurred when the sample needle went down in the front well. Field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.